Event description:
It was reported to boston scientific corp, that a contour vl ureteral stent was implanted in a female pt. According to the complainant, the stent was implanted for approximately 30 days. The physician attempted to remove the stent from the pt, but felt resistance. The stent was noted to be encrusted in the pt's ureter. The physician was unable to remove the stent in the office. The pt was placed under general anesthesia and the stent was removed via ureteroscopy. The pt was reported to be "okay" at the conclusion of the procedure.

Manufacturer narrative:
The device has been received, but an evaluation has not yet been performed. Therefore, a failure analysis is not available, and we have not yet determined the relationship between this device and the cause for this event. If there is any further relevant info, a supplemental MFR's report will be filed.